Manufacturer narrative:
Product has been returned and investigation is in process. A follow-up report will be submitted once additional information is obtained.

Event description:
A customer encountered a ¿signal loss¿ message with the abbott diabetes care (adc) device and was therefore unable to obtain readings or glucose alarms. The customer did not experience any symptoms but was unable to self-treat, requiring dextrose administered by their caregiver as treatment. There was no report of death or permanent impairment associated with this event.